Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds and unstable thresholds. The rv his bundle lead was capped and replaced. No patient complications have been reported as a result of this event.